Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report #: 1627487-2015-07510. It was reported the patient received ineffective stimulation and stimulation in an unintended area in addition to overstimulation and painful muscle spasms with stimulation on following a fall and physical activities. As a result, the patient's leads were explanted and replaced. The surgical intervention resolved the issue.